Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that an perigee system with intepro was implanted, the date of implant was not provided. Information received indicates that on (B)(6) 2006 vaginal damage/tear was noted.